Event description:
It was reported that both haptics of the intraocular lens (iol) snapped/tore off during the implantation. The iol was immediately removed and replaced with another johnson & johnson lens of the same lens model. There were no further complications and the patient is well. No further details were provided.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 29th july 2022. Section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received with both haptics detached (one missing). The lens was cleaned and, it was revealed to be torn as well cut, in a way that did not sever the lens into two pieces. No further issues were observed. The complaint issue haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.